Manufacturer narrative:
The reported event of oversensing was not confirmed. As received, a partial lead was returned in two pieces. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. An internal short was found between inner coil and outer coil conductor paths due to procedural damage. Destructive analysis of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was noted there was oversensing on the right atrial (ra) lead. Lead insulation damage was suspected. The ra lead was explanted and replaced to resolve the event. The patient was stable.